Event description:
Revision surgery - the surgeon replaced the head due to the patient's knee being loose.

Manufacturer narrative:
The reason for the revision surgery was to correct joint looseness after 1.4 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is this first complaint against lot number 866b1034. There have been a total of 10 product complaints against this part number. This is the first complaint for device looseness against this part number and the remaining investigations have been for dislocations, joint stability and infections. The root cause for the joint looseness was not reported. Several factors unrelated to the implant can play a role in the implant becoming loose; such as loose joint from degenerative tissue and improper implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.